Event description:
During a normal dr appt, np felt a lump. Had ultrasound and mammogram on (B)(6) 2024 and also showed the spot. Surgeon read the report and felt it was the biozirb marker that had been placed during a surgery he performed on me for a lumpectomy for breast cancer on (B)(6) 2023. So he scheduled surgery on (B)(6) 2024 to remove the marker and clips.